Event description:
Additional information received - the facility reported the date of the last visit was (B)(6) 2013. The date the ocular condition occurred was (B)(6) 2012 and the cause was dry eye. The duration of the condition was 1 1/2 months. Lipiflow was given to increase lipid production. The patient's post-op visual acuity was 20/15 uncorrected.

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in her right eye (od) on (B)(6) 2012. The patient reported glare, halos and poor close vision. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No: lens implanted. Work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - it was reported by a patient that she was experiencing some subjective visual disturbances ("glare/halos, poor close vision") following icl implantation in 2012. According to the dcr, dated on (B)(6) 2014, the reported event was not attributed to the device but to the patient related factor (dry eye). The patient was under treatment with lipiflow (system for the application of localized heat for chronic conditions known as evaporative or lipid deficiency dry eye). This system allows the lipids from the blocked eyelid glands to flow into the tear film and to prevent evaporative dry eye and subsequent eye irritation. The uncorrected visual acuity was 20/15. Given all this information it is most likely that patient chronic condition (dry eye syndrome) have caused all reported symptoms by affecting the natural ability for healthy tear production. Conclusions: based on the complaint history, work order search and the medical review, it is most likely that patient chronic condition (dry eye syndrome) have caused all reported symptoms by affecting the natural ability for healthy tear production. (B)(4).

Manufacturer narrative:
(B)(4) - dry eye. (B)(4).